Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels of 2.7 mmol/l at the time of incident. It was reported that the customer had suspended the insulin pump and the insulin pump gave an bolus not delivered alarm. It was reported that the customer had current blood glucose levels of 11.5 mmol/l. It was reported that the customer treated low blood glucose levels with food. Product is not expected to return.